Manufacturer narrative:
Additional contact information: direct: (B)(6) internal ext. (B)(6), (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable. It was reported there was air in the line. Per reporter residual volume was: 59.3, rate 2.8 ml.hr. And 32.78 was given. No adverse patient effects were reported. No additional information is available at this time.